Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be determine. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of no image and damaged sheath was confirmed. Device evaluation found that the display was noisy, probe was damaged with a torn probe cover near probe tip, and a critical kink in the middle of probe. Multiple follow-ups were performed to the user facility to gather additional information regarding the event reported, however, were unsuccessful as no response is received. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasonic probe had no image, damaged sheath. The issue was found during procedure. There were no reports of patient harm.